Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not have any audio. The volume setting was stuck on 5 and he could not set it further down. The patient's blood glucose at the time of incident is unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in insulin pump history. (B)(4).